Event description:
The device was evaluation has been completed. The stent graft was still loaded in place. The slider was in the home starting position. There were multiple kinks on the sheath at 1.5cm (accordion), 2.5cm, 3.5cm, 5.5cm, 7.5cm and 8.5cm (at stent stop) from the edge of the graft cover, otherwise, the device was unremarkable. There was no gap noted between the tip and the graft cover; however, there was a small nick on the edge of the graft cover. The damage to the device noted above most likely occurred as result of the resistance encountered during the insertion of the device. Excessive force may have been applied to overcome resistance and the device might have gotten in contact with pre-existing bifurcated graft. The reported gap might have been the result of material compression and was present when the device was removed from the patient and afterwards the graft cover material relaxed and returned to its natural state except for the nicked area. The dissection to the vessel might have occurred as result of attempts to overcome the resistance during insertion of the device. During evaluation, the stent graft was deployed without issues. The positioning difficulty and kinks are most likely related to vessel anatomy and procedural context.

Event description:
An endurant abdominal stent graft system was inserted in a patient for the endovascular treatment of a right common iliac aneurysm distal to a previously placed surgical aortic bifurcated graft approximately one month ago. Aneurysm and vessel morphology were not reported. Percutaneous access was used on the right side. A 10fr sheath was inserted into the right common femoral artery. Multiple coils were placed into right internal iliac artery distal branches. Upon insertion of an endurant iliac stent graft resistance was felt so the delivery system was withdrawn. Upon removal, the physician noticed that there was a 3mm gap between tapered tip and the graft cover of the delivery system. Closer examination revealed that the endurant stent graft cover was rough. A 14fr sheath from another manufacturer was placed into the artery and another endurant stent graft was inserted and deployed into right common iliac artery distal portion of surgical graft without incident. A distal extension was inserted and deployed into the right common iliac artery / external iliac artery. Both grafts were ballooned. On the final angiogram no endoleaks were noted. The access site was then closed to end the procedure; however, there was no pulse present below the access site. The patient was returned to operating room for exploration of the right groin. The physician reported that the right common femoral and right common external iliac arteries were dissected. The arteries were surgically repaired and the patient condition was stable post-op. The physician believes that the dissection may have been caused by the first delivery system.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (vessel anatomy), device failure/lack of effectiveness related to patient condition (vessel anatomy).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection), unapproved use of device (treatment of an iliac aneurysm distal to a previously placed surgical aortic bifurcated graft). Evaluation, conclusion: operational context contributed to event (treatment of an iliac aneurysm distal to a previously placed surgical aortic bifurcated graft).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.